Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint was not confirmed. Device was received: ar-602-25 batch 20551408, unpackaged. Observation revealed no wear or damage on the returned piece. No problem found.

Event description:
On 10/07/2021 it was reported by a facility representative via sems that an ar-602-25 blade handle is broken. This was discovered during a case, with no patient effect reported.